Event description:
It was reported that during system implant the stylet became stuck in the lead. The inner coil of the lead was partially exposed while pulling on the stylet. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.